Manufacturer narrative:
Based upon the investigation findings, the reported event is confirmed based on clinical assessment. There was suboptimal medical documentation and no imaging studies available for review; requests for image studies were denied. Product appropriateness and patient candidacy could not be assessed. Given the longevity of the device and the patient's medical history, disease progression might have contributed to this event. A transient endoleak 2 was substantiated by medical reports, as was the secondary procedure, and a progressive rcia aneurysmal growth. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause is determined to complication due to the progression of the disease.

Event description:
It was reported that approximately 52 months post implant of a bifurcated device and an infrarenal aortic extension, a computed tomography scan revealed a new iliac aneurysm that formed distal to the main body device. Reportedly, it was not an endoleak but a disease progression in the right common iliac artery. The physician elected to treat the new iliac aneurysm with two limb extensions. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.